Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete a charging cycle for defibrillation. The device is able to detect a patient load and ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and also found that the device is unable to deliver therapy. Physio-control inspected the device internally and it was observed that an arc had occurred, physically damaging jack connector j5, plug connector p5, diode cr6, and integrated circuit u1 and shorting diode cr15, on the analog pcb assembly. The likely cause of the damage and the reported issue was due to a failure of diode cr6, causing multiple parts to be damaged.

Event description:
The customer contacted physio-control to report that their device was unable to complete a charging cycle for defibrillation. The device is able to detect a patient load and ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device was unable to complete a charging cycle for defibrillation. The device is able to detect a patient load and ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).